Event description:
Pt had reconstructive surgery using calaxo screw and tibial soft tissue swelling has been reported. Revision surgery in 2007 confirmed the screw implanted was totally absorbed. The hole created by the screw was partially filled with viscous fluid and doctor decided to remove the fluid from the hole.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.